Event description:
A patient reported being injected with juvéderm¿ voluma¿ with lidocaine in the ¿left and right mid-cheek groove, each 0.2ml.¿ approximately one month post injections, the patient experienced stiff and hardened skin, and a big bump on the cheekbone/ zygomatic position. One month later, the product was dissolved, but it did not get better at all. The patient went to another institution to do a test, it was found that it¿s not completely dissolved. After a second dissolution, it was dissolved, but the filler¿s effect also disappeared. Symptoms status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.